Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unknown date, the patient was hospitalized. The cause of the event, treatment details, and action taken with dianeal therapy were not reported. Three days prior to this report, the patient was discharged from the hospital. At the time of this report, the patient has recovered. No additional information is available.